Manufacturer narrative:
The reported event of a tear could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 25mm trifecta valve (tf-25a) was implanted. Three years following implant, the patient feels signs of fatigue and shortness of breath with exercise. An echocardiogram was performed, which demonstrated wide-open ai. On (B)(6) 2017, the tf-25a was explanted and at that time it was noted that a portion of the valve had torn away from the suture cuff/ring. A 25mm ce maga ease valve from edwards life science was implanted and the patient did well post-operatively, and was discharged 4 days later. Post op echo was reported as good with normal lv function. Additional information was requested.